Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported that the customer lost the pump. Blood glucose value at the time of event was 40 mg/dl. The customer experienced symptoms of loss of consciousness at the time of the event. The customer was treated by visiting emergency medical services (ems) and carbohydrate intake. The event involved product(s) mmt-431ag, mmt-1884, mmt-342g, mmt-7040a. Troubleshooting was partially performed for hypoglycemia. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-431ag, mmt-1884, mmt-342g, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to flashing white display. Unable to test the for alleged pump and transmitter communication anomaly due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Unable to upload carelink due to flashing white display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump was received without a battery. No damage noted on the battery cap. Pump was cut open to perform visual inspection and found cracked/bleeding lcd glass near the lcd controller. No damage noted on the lcd controller. However, found no evidence of physical or moisture damage on the pcba2, force sensor, motor and vibrator assembly noted. On the primary svn (B)(6), unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 18-jun-2025 due to flashing white display. On the primary svn (B)(6), unable to perform the history review 1 week prior to the 18-jun-2025 in the pump history file due to flashing white display. On a related svn 000319533533, unable to perform the history review 2 days prior to the 27-mar-2025 in the pump history file due to flashing white display. Unable to perform the functional test due to flashing white display. Unable to confirm alleged low bgs. Display anomaly-flashing white display confirmed due to cracked lcd glass near the lcd controller. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to flashing white display). No communication-between pump & xmtr unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.